Event description:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2015 and removed/replaced on (B)(6) 2021 due to a fluid leak, unable to fully inflate. Additional information received indicated that upon removal of the implant, system was empty. It was noted on explant to have a crack in the left-hand side tubing.

Manufacturer narrative:
A titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. Partial separations within abrasion were noted on the inlet tube of the pump. This was not a site of leakage. Abrasion was also noted on both exhaust tubes. A separation within abrasion was noted on the exhaust tube of cylinder 1. This was a site of leakage. Partial separations within abrasion were noted on the exhaust tubes of both cylinders. These were not sites of leakage. No functional abnormalities were noted with cylinder 2. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that while in-vivo all pump tubing had overlapped and abraded against one another. This positioning then may have resulted in the cylinder exhaust tubes abrading against the cylinder bladders. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the exhaust tubing of cylinder 1. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was unable to fully inflate, so it was explanted. Upon explant, it was noted that there was a crack in the left side tubing.